Manufacturer narrative:
Visual inspection showed that the returned sample was returned in three pieces, cut in half and with only one haptic received. The lens was covered with contaminations; no optical deviations on the optic could be found. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Manufacturing records were reviewed diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 21.5 diopter of this lotnumber. Conclusion: the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intraocular lens was explanted from the patient''s left eye after they experienced too much glare while driving with glasses on.